Event description:
The rptr remembers receiving an er1 message at one time since she has owned her meter. When she was prompted with the er1, she shut the meter off and then immediately turned it back on and ran a control solution test that passed. She did not seek medical treatment or advice.